Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the distal end of the main tube had micro cracks. The micro cracks run in the axial direction and measured approximately 0.277. These types of micro cracks will not lead to a mechanical failure of the instrument, however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of these micro cracks is confined to 2 cm of the distal end of the instrument shaft. The customer reported complaint does not in itself constitute a MDR reportable event; however, the micro cracks found during failure analysis, if to recur could cause or contribute to an adverse event.

Event description:
The monopolar curved scissors instrument was returned to intuitive surgical as part of the field action number 2955842-051613-005.